Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was repositioned several times to find a good position. The helix was deployed and retracted several times. While repositioning again, the patient went into asystole due to an unknown reason, so pacing through the pacing systems analyzer was initiated. Shortly after, the patient felt unwell and an echocardiogram found a pericardial effusion, which was caused by perforation when placing the rv lead. The fluid buildup was drained; the rv lead was removed and a new passive lead was implanted. The patient was stable after the procedure.